Event description:
A facility reported a failure of intraocular c3f8 gas to expand after a treatment for retinal detachment. It was necessary to repeat pneumatic retinopexy with intravitreal injection of c3f8 gas.

Manufacturer narrative:
Evaluation summary: analysis of the returned product by gas chromatograph (gc) showed that the product met purity specification and that no unusual peaks were seen compared to the original gc. A check of the batch production records showed that the original gc analysis met purity specification. There have been no other reports involving this lot number. No conclusion can be drawn. This report mailed in to the FDA on: 01/12/2010.